Manufacturer narrative:
Additional device info: model# 34-34-80l, lot# w09-2437-012, exp date: 09/01/2012. Review of lot records/work orders, prior reports. No issues were noted. Endoleak is a known risk of the procedure. It is unk if the pt anatomy met criteria for indications for use. No conclusion can be drawn at this time.

Event description:
Pt presented with a reverse taper neck, measuring 23mm-32mm over an 18mm length, with anterior angulation. Access and deployment with a 28-16-120bl bifurcated device and a 34-34-100rle suprarenal proximal extension were uneventful, however, after post-dilatation with a balloon, a large proximal type I endoleak was noted. A 34-34-80l infrarenal proximal extension was deployed, and after two balloon post-dilatation attempts, the endoleak persisted. The physician decided to end the procedure and monitor the pt at 30 days.